Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: item# xl-115363, lot# 735720, arcom xl 44-36 std hmrl brng ring. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02518. Discarded

Event description:
It was reported that the patient underwent a revision using the comprehensive system due to dislocation. No additional patient consequences were reported.